Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the cine drive was formatted. The issue was not resolved. A new cine drive and the power cord assembly were installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's images were degraded with static and lines when the saved cine run was played back. No patient injury was reported.